Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen. There were water droplets on the inside of the lcd window. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. Unable to perform the displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a open book image. The customer¿s blood glucose was 216 mg/dl. Customer reported that they received the open book image on the insulin pump screen. Customer stated there was fluid in the reservoir compartment. Customer also reported that the insulin pump received battery failed alarm. Troubleshooting steps were provided for critical pump error. The customer was advised to insulin pump will need to be replaced and discontinue use of the insulin pump and refer to the back-up plan. The insulin pump will be returned for analysis.